Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Realigned the steering tiller shaft and tightened locking collar. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the customer could not move the 9800 sys c-arm. There was no report of pt injury.